Manufacturer narrative:
The field service engineer adjusted the sipper tubing and performed decontamination. Ise checks and precision testing was performed. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with na, k, and cl on a cobas 6000 c (501) module. Patient sample 1: the sample initially resulted in a na value of 130 mmol/l and repeated as 138 mmol/l. Patient sample 2: the sample initially resulted in a na value of 86 mmol/l, accompanied by a data flag. The sample was repeated two times, resulting in na values of 125 mmol/l and 137 mmol/l. The sample initially resulted in a k value of 2.00 mmol/l and repeated as 4.73 mmol/l. The sample initially resulted in a cl value of 157.7 mmol/l, accompanied by a data flag. The sample was repeated twice, resulting in a cl value of 172.7 mmol/l, accompanied by a data flag and 95 mmol/l. The repeat results were deemed correct. No questionable results were reported outside of the laboratory. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.